Manufacturer narrative:
Follow-up #1 date of submission 03/17/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. The available data showed multiple loss of prime warnings with low non-zero force. During testing, the pump was exercised for 24 hours with no loss of prime. The force sensor calibration was found to be within specifications. The battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the pump keeps buzzing and is not working. No allegation of a adverse event was made. This complaint is being reported due to the allegation of the pump not working.